Manufacturer narrative:
(B)(4). Medical products - active articulation bearing p/n ep-200144 l/n 603340, biolox delta ceramic head p/n 650-1055 l/n 501300, biolox delta ceramic taper sleeve p/n 650-1068 l/n 281030. Device was not returned so no product evaluation could be conducted; however, the reported event was confirmed through review of medical records. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately 1 year post-implantation due to issues from the prior revision surgery. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative report noted revision due to recurrent dislocations with instability due in part to metal on metal adverse tissue effects causing loss of gluteus medius/abductor muscle. The cup, hip bearing, and head were removed and replaced.